Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The patient's mother reported that the reaction was noticed about 48 hours after the sensor was placed. The reaction itched, looked like a rash and blistered. Reaction was located on the abdomen, under the sensor patch. On (B)(6) 2016, the patient's physician prescribed flonase and a steroid inhaler to help with the issue. At the time of contact, the patient was recovering. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.